Event description:
It was reported that the "tabs" of the syringe component broke off.

Manufacturer narrative:
It was reported that the "tabs" of the syringe component broke off during an unspecified procedure and that broken component tore the surgeon's gloves. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for evaluation and the syringe damage appeared to be in one direction and is consistent with excessive force placed on the plunger. A physical sample was not returned for evaluation. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.